Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Bovie not working. (No energy to the jaws) this occurred inside the patient. No paatient harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25152044 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6)2020 and investigated on (B)(6)2020. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A temperature and resistance test was conducted to evaluate the device function based on the analyzed failure "material twisted/bent; wire". A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.674 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was not confirmed but analyzed failure ¿material twisted/bent; wire¿, was confirmed.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun.". Internal complaint number: (B)(4).

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Bovie not working. (No energy to the jaws) this occurred inside the patient. No patient harm. A replacement device was used to complete the procedure.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Bovie not working. (No energy to the jaws) this occurred inside the patient. No paatient harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 14sep2020 and investigated on 18sep2020. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical usage, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A temperature and resistance test was conducted to evaluate the device function. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.674 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Bovie not working. (No energy to the jaws) this occurred inside the patient. No patient harm. A replacement device was used to complete the procedure.